Event description:
Per biotronik rep, this lead was replaced because the lead would not pace. The physician attempted to reposition the lead, but it would not remain in position. This lead was replaced with another setrox s 45.